Event description:
It was reported that the user required assistance performing a factory reset and re-setup of the ilet after entering meal announcements based on food amount rather than carbohydrates, which led to incorrect meal size announcements. The device was paired successfully with the phone, target settings were adjusted, and the user completed setup including weight entry and activation, with the g7 cgm code recorded and the infusion set identified as a teflon inset 23", 6 mm. No reported adverse clinical effects and blood glucose reported in range. Outcomes included successful completion of troubleshooting and education, restoration of appropriate configuration, and user readiness to proceed with standard use and best practices. Investigation included guided device reconfiguration, confirmation of cgm pairing, review and correction of target settings, and user education on correct meal announcement practices. Investigation of this case revealed use error related to meal announcement entry rather than a device malfunction, with normal device function confirmed after re-setup. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through retraining and device reconfiguration.